Event description:
It was reported that bd safetyglide¿ needle only, 25 g x 1 had a difficult to move plunger. The following information was provided by the initial reporter: "it was reported that health profession was unable to push the plunger once the needle was in childs thigh. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that bd safetyglide¿ needle only, 25 g x 1 had a difficult to move plunger. The following information was provided by the initial reporter: "it was reported that health profession was unable to push the plunger once the needle was in childs thigh. "

Manufacturer narrative:
H.6. Investigation summary : 1. Exec summary - no physical device samples were returned. - no samples (including photos) were returned therefore bd was not able to we were unable to fully investigate this incident or confirm the customer¿s indicated failure and the root cause is undetermined. - no review of the complaint lot history check for ( plunger movement difficult ) was performed on the unknown lot # so the occurrence is unknown, the issue is unconfirmed and root cause can not be determined. 2. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. 3. DHR review - no DHR review can be carried out for the lot number # unknown.